Event description:
It was reported that when a patient presented in clinic for a follow-up, the device could not be interrogated and indicated that it was in backup vvi. It was noted that the device reached eol earlier than anticipated. In (B)(6) 2017, the remaining longevity was estimated at 0.75 to 1 year. Premature battery depletion was suspected. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported field event of backup was confirmed in the laboratory. The device was tested on the bench and no anomalies were found. Device imaging was consistent with voltage fluctuation however the cause of the code corruption was unknown. The backup could not be reproduced and the cause of event was unable to be determined.